Manufacturer narrative:
Manufacturer's investigation conclusion: a low speed event was confirmed in the evaluation of the submitted controller event log file; however, a specific cause for the event could not be determined through this evaluation. The submitted log file contained data from day 1469, hour 12, minute 9 through day 1480, hour 22, minute 28. On day 1477, hour 4, minute 23, a low speed advisory of 8090 rpms was captured along with a power elevation of 11.5 watts. Prior to and after the low speed advisory, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for low speed advisory could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. Heartmate ii lvas IFU is currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing this event.

Event description:
The cause of the speed drop was not identified. The device seemed to be working fine. No driveline x-rays were taken. Driveline fatigue was not confirmed. The patient was asymptomatic. The account planned to monitor for further alarms.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient was asymptomatic when the low speed operation was recorded. Log files were provided. Account engineers were worried about the possibility of driveline fatigue. A review of the log file noted a speed drop lower than the low speed limit on day 1477. Technical support noted that there was not enough log file evidence to confirm the cause of the speed drop. Possible causes could be something passing through the pump or a possible driveline issue. Technical support noted that driveline x-rays could be acquired as a precaution.